Manufacturer narrative:
The reported event could not be confirmed. No sample was returned for evaluation. A potential root cause of the reported event could be that the latex modulus was too high due to which the catheter was too stiff, resulting in insertion difficulties, potential for tissue damage, stricture and infection. The lot number is unknown; therefore, the device history record could not be reviewed. The product catalog number and the labeling pertaining to the reported event are unknown. Therefore, a labeling review could not be performed.

Event description:
It was reported that the temperature sensing foley catheter could not be inserted into the patient. The temperature readings had to be taken from the patient's rectum and esophagus.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the temperature sensing foley catheter could not be inserted into the patient. The temperature readings had to be taken from the patient's rectum and esophagus.